Event description:
Caller reported that tandem mobi pump battery failed to charge. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to ensure the wall adapter was plugged into a working outlet for at least 30 consecutive minutes to initiate charging. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.